Event description:
It was reported that the patient's ipg has unexpectedly shutdown. Troubleshooting was unable to resolve this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.